Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the ht winn guide wire instruction for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. In this case, the guide wire kinked during the attempt to cross which ultimately resulted in separation.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.against resistance.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded, moderately calcified, 100% stenosed, de novo lesion in the distal anterior tibial. The ht winn 200t guide wire was torqued and twisted in order to cross the lesion and became kinked in the process. After a few minutes of maneuvering the guide wire in the lesion, it was noticed that the tip of the wire had separated and was firmly positioned in the subintimal area of the vessel. No attempts to retrieve the separated tip were made. Another guide wire was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.